Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer states the u by kotex sleek tampon, unknown absorbency, had a tampon fall apart a few months ago during use. While trying to remove, pieces were left behind, causing health issues. Consumer saw a doctor to remove pieces.